Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a valve-in-valve (viv) case of a 26mm edwards sapien 3 transcatheter heart valve in a 27mm non-edwards surgical valve in mitral position by transfemoral approach. During procedure, the 26mm sapien 3 valve was positioned too ventricular. It was decided to implant a second sapien 3 valve. The second sapien 3 was implanted successfully. The final outcome of the patient was good, the patient was discharged from the hospital without any complication.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Imagery was reviewed and following observations were made: the valve was moving toward ventricular when the balloon was almost inflated against the pre-existing non-edwards surgical valve. The second valve was deployed more atrium against the first valve. The complaint of valve malposition was confirmed based on provided imagery. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. As reported, 'it was a viv case of a 26mm edwards sapien 3 transcatheter heart valve in a 27mm epic valve in mitral position by transfemoral approach. During procedure, the 26mm sapien 3 valve was positioned too ventricular'. Additionally, the inflation balloon with valve was moved during the inflation per imaging evaluation. The movement of inflation balloon could be potentially from multiple factors (i.e. Loss pacing capture, delivery system tension was not released prior deployment, etc.). As such, available information suggests procedural factors (valve positioning and deployment technique) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor pra is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.